Manufacturer narrative:
4968-60 lead (x2) implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was prematurely classifying detected atrial tachycardia/atrial fibrillation (at/af) episodes as terminated. The device remains in use. No patient complications have been reported as a result of this event.